Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break and balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 20mm maverick² balloon catheter was selected for use to dilate the lesion. Upon an unknown number of inflation, the balloon ruptured at 6 atmospheres and the balloon catheter shaft broke. No patient complications were reported.

Event description:
It was reported that shaft break and balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 20mm maverick²¿ balloon catheter was selected for use to dilate the lesion. Upon an unknown number of inflation, the balloon ruptured at 6 atmospheres and the balloon catheter shaft broke. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. There was blood in the wire lumen. The balloon was tightly folded. There was a complete hypotube separation 83cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. An inflation device filled with water was connected to the remaining distal end of the device by attaching a toughy and a stopcock to the fractured hypotube. The device was inflated to rated burst pressure for five (5) minutes. The device maintained pressure with no indication of any leaks or anomalies. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).